Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier jammed and the tip of the applier broke off and tore part of the artery on the fourth firing. No pt consequences. Hand sewn and competitor's clip applier was used to complete the procedure.